Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) not working after a power outage related to a storm was not confirmed as the issue was not reproduced during testing. The returned mpu, serial number (B)(6), was functionally tested at service depot and found to function as intended during analysis. The mpu was connected to ac power using the returned v-lock ac power cord, and the mpu powered on as intended. The mpu was connected to a mock circulatory loop and powered the system for an extended period of time without any issues. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment. Section 10 ¿safety checklists¿ provides the user with checklists to perform routine maintenance of all equipment, including the mpu. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The mobile power unit (mpu), serial number (B)(6), was shipped to the customer on 16oct2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a mobile power unit (mpu) stopped working after a power outage related to a storm. The site attempted to troubleshoot, but was unable to resolve the issue. A replacement was requested.